Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient received an alert that the cgm reading was 2.5 mmol/l and the bg reading was 5.0 mmol/l. The patient self-treated with juice and got their readings back up to 5.0 mmol/l on the cgm, however had fallen back down to 2.3 mmol/l. The patient went to the hospital. When the nurse had checked the bg meter was 21.8 mmol/l. The patient was treated with saline and IV medication and water. She was discharged 3 hours later. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.